Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2011, the pt reported that she was hospitalized for one day on (B)(6) 2011 with a blood glucose level of 33 mmol/l (594 mg/dl) before she went to the hospital and a blood glucose reading of 34 mmol/l (612 mg/dl) when she arrived at the hospital. The pt stated that her infusion device did not display an error code e5 (end of life). Product was replaced and was requested to be returned for product eval.